Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A physician's office in germany reported a variance between inratio results. Results are as follows: patient 2, date: (B)(6) 2016, inratio2 inr: 3.0, date: (B)(6) 2016 , inratio2 inr: 1.3. Therapeutic range: unknown. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)